Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure, there was excessive bleeding. The procedure was converted to open surgery. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon, regarding the reported event: the surgeon confirmed that ports were placed and the issue was found during the da vinci procedure. The procedure was converted to open surgery due to ¿excessive oozing [of blood] from the chest wall due to anticoagulant effects¿; which, impaired the camera visualization. The surgeon stated that the patient has a history of pulmonary embolism and chronic anticoagulant use. The procedure was completed via open surgery. The surgeon reported there were not any system issue(s), patient injury, nor post-operative complications. In addition, the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
Based on the current information provided, the cause of the reported bleeding and subsequent complications is reported to be related to patient conditions/medical history, however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. No image or procedure video was provided for review. A review of the system logs for the event date of 11-jan-2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, there was excessive bleeding, and the procedure was converted to open surgery due to bleeding caused by anticoagulant effects.